Manufacturer narrative:
Per the tandem user guide, ¿enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement.¿ no product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was an inaccuracy between the continuous glucose monitor (cgm) reading and the blood glucose (bg) meter reading. Reportedly, the cgm bg reading was "low", and the meter bg reading was 98 mg/dl. Reportedly, the customer did not enter in bg values for calibrations within 5 minutes of testing bg values. No additional patient or event information was available. A replacement sensor was sent to the customer.